Manufacturer narrative:
(B)(4). The insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer.

Event description:
It was reported that the insulin pump had replace battery alerts two time per day. The customer blood glucose level was 6 mmol/l. The customer was assisted with troubleshooting. Customer stated that they received a low battery alert prior to the replace battery alert or replace battery now alarm and timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer stated that the battery was not previously used. Customer stated that the battery cap not loose, cracked or damaged. Customer stated that this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.